Event description:
It was reported that the patient had an infection of meningitis in the brain and was hospitalized.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2024.